Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. There was no report from the hospital.

Manufacturer narrative:
The reported event that the tip of the driver was broken off could be confirmed. The visual examination revealed that the tip of the blade was broken off. The broken off part was not returned. Furthermore, it was determined that the course of the fracture area as well as the fracture surface shows the appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, a pressure mark at the slot area of the blade is visible pointing to the occurrence of high bending forces. Based on investigation, the root cause of the tip breakage of the returned blade was attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. There was no report from the hospital.

Manufacturer narrative:
Investigation in progress but not yet complete.